Event description:
During an ablation procedure the patient sustained burns to the esophagus. During ablation the impedance on the generator remained as zero and would not increase. No further information available at this time.

Manufacturer narrative:
One ampere rf ablation generator was returned for analysis. Visual inspection revealed normal wear to the exterior of the product. All labels and input/output connectors were found to be free of physical damage. The product functioned as anticipated during testing with no abnormalities identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ampere generator functioned as anticipated.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.